Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reported "patient was diagnosed with anaplastic large cell lymphoma(alcl)." Pathological markers confirming alcl have not been received. The left side device was explanted.

Event description:
Healthcare professional additionally reported "cd30 expression is strong and diffusely positive," and "alk is negative."

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "onset of swelling and firmness similar to patient¿s prior experience with capsular contracture. Heavy and aching feel to large left breast. Mild worsening of eczema to left nipple. Discomfort wearing support bras. Peri-implant seroma- noted on diagnostic ultrasound (B)(6) 2021. 300cc of pink cloudy fluid aspirated by radiologist."